Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular and atrial channels. It was noted that the patient was close to an alternator when the device delivered therapy. Physician elected not to make any recommended programming changes. Patient is well.